Manufacturer narrative:
Follow up #1 submitted: 09/18/2015. The pump was returned to the manufacturer and investigated on (B)(4) 2015 with the following findings: review of the black box and download history revealed unexplained records of power on reset. On examination, the battery compartment was cracked above and below the bumper pad. The battery cap returned for investigation had stripped threads and on investigation the battery cap returned with the pump for investigation was not able to fully attach to the pump. With the returned cap on the pump, power on reset was duplicated during investigation. A new test cap was able to be secured to the pump for investigation. With the test cap in place, the pump was exercised for 24 hours without power interruption. The pump cover was removed for investigation and did not reveal any evidence of damage, defect or contamination to the pumps internal components. Investigation confirmed damage to the battery cap and battery compartment and duplicated the alleged power issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue; stripped threads on the battery cap and a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.